Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the lcsc5 was used to perform a dome down lap chole in 2000. The case ended nicely and the pt did fine. It seemed to be a quick case as the surgeon placed clips on the cystic duct and artery. After gallbladder was removed, the surgeon irrigated and finished the case. It seemed to be a routine case, then 6 hours postop the pt went into cardiac arrest. It was reported by the or nurses the hosp is not blaming the instrument, however, the new approach and the post-op problem were linked together. Rep believes this pt is doing better and on the way to a full recovery. It was reported, that the pt had heart attack after the procedure. It was reported the surgeon thought the pneumoperitoneum may have contributed to the pt's heart attack and that it was probably coming anyway.